Event description:
It is alleged that metal fragments were found in a pt after the use of a scope and cannula. It was reported that no other products were used on the pt, and there was no injury to the pt.